Event description:
It was reported to philips that the device's battery will not charge. There was no patient involvement.

Manufacturer narrative:
Additional info: added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's battery will not charge. There was no patient involvement. One battery was returned to the failure analysis lab for evaluation. Reported problem could not be verified in lab - the battery, received without any charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received, indication that the battery needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 92%. There is no fault found with this battery. The battery will be scrapped.